Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no. (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error which was reproduced. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Manufacturer narrative:
(B)(4). The date of event and date of this report on the initial manufacturer report were incorrect and have been updated.